Manufacturer narrative:
(B) (4)- manufacturer evaluation / investigation currently in process.

Event description:
This report is patient 1 of 2: health professional reports. Protime system inr 4.3. Unspecified lab system inr 5.4. Patient therapeutic range 2.5 - 3.5 inr. Coumadin dosage decreased based on protime result. After lab result obtained, one dosage of coumadin withheld. No report of adverse event, serious injury, or intervention.